Event description:
It was reported the balloon port split when the staff nurse was attempting to inflate the balloon. She was using the appropriate syringe at the time.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further stated that there were no bodily injuries reported due to the device malfunction and the device was thrown away. Additional information was requested, however no additional patient/event details have been provided to date. No sample is expected to be returned. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.